Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was many months after ins implant date, the patient fell causing the ins to no longer work. The pt saw their doctor on (B)(6) 2021 who advised them to call the manufacturer representative to get the ins removed. Pt received pain when sitting and or moving in a certain way; the pts back where the implant was had swelled. A manufacturer representative reported that the patient's cardiologist won't let her have surgery, and the implanting physician has retired.